Event description:
On (B)(6) 2012 the reporter, the patient's husband, contacted animas to report that on (B)(6) 2012, the patient obtained a blood glucose reading of 593 mg/dl. The patient reported no symptoms of high or low blood glucose levels. The patient corrected her blood glucose level with an injection of insulin via a syringe, and her subsequent blood glucose level was 164 mg/dl. On (B)(6) 2012 at 3:00 am the patient's reading was 250 mg/dl. The patient took a correcting dose of insulin via a syringe. At a later time on (B)(6) 2012, the patient tested her blood glucose level to be "close to 600 mg/dl". The patient's husband disconnected the patient from the pump, and found the cartridge had no insulin in it, only air. The patient's husband refilled a new cartridge and primed the pump successfully and reconnected the patient. Her blood glucose level fell to 110 mg/dl. She did not seek any medical attention. The patient's technique was incorrect by not filling the cartridge with insulin. There is no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. No conclusions can be made at this time.